Event description:
The customer reported that the insulation on the device jaws was damaged and fell into the pt cavity. The material was removed with no pt injury. Another device was used to complete the procedure without incident.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.